Manufacturer narrative:
Sample collection and storage information was not provided. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and were within acceptable ranges. A bec field service engineer (fse) was dispatched and replaced the blood sampling valve (bsv - lines 207). The fse also replaced the retic heater. The fse verified instrument operation prior to returning it into service. The root cause for this event may be attributed to the hardware that was replaced during subsequent instrument servicing for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous complete blood count (cbc) results (all parameters) that were generated by the beckman coulter coulter lh 750 hematology analyzer for two (2) patients. Both patient samples had instrument flags generated on the erroneous results. The erroneous results were reported out of the laboratory. Per the customer, they noticed that control recovery dropping after three piercing and performed reproducibility testing, which failed. The results provided by the customer are shown in the attachment section of this report. There was no death, injury, or affect to patient treatment reported for this event.